Manufacturer narrative:
The disposable device is not being returned; therefore, a failure analysis of the device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint (B)(4).

Event description:
Following a novasure endometrial ablation on (B)(6) 2011, the patient returned later that day with severe abdominal pain and shortness of breath. An abdominal x-ray showed free air. She was admitted on (B)(6) 2011 and was taken to the operating room for a laparoscopy. "[Two] small circular areas of blanching [were seen] about the size of a pen tip on the uterine serosa just medial to the cornua bilaterally". No uterine perforation was found. Additionally, "2 small bowel perforations [were] noted; one was 2cm in diameter of blanched serosal surface with central necrosis and perforation, the other was less than a centimeter in diameter". This portion of bowel was resected and a "primary re-anastomosis" was performed. On (B)(6) 2011 the physician reported the patient was found to have multiple abscesses in the small bowel (date unknown). A drain was placed and multiple antibiotics given intravenously (medications unknown). However, her white blood cell count continued to rise and she was returned to the operating room (date unknown) for a "wash-out". Cultures grew enterobacter. She also developed respiratory difficulties ("low oxygen saturation levels"). Coagulation dysfunction was ruled out. Additionally, she developed a (B)(6) infection. She remains in the hospital but is expected to be discharged this week. On (B)(6) 2011, the physician reported the patient was discharged on (B)(6) 2011 and is doing well.